Event description:
Subsequent to the previously filed report, additional information was received: returned device analysis identified that the shaft was separated. The account was not aware of the separation. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance appears to be related to the operational context of the procedure, as it is likely the device interacted with the mildly calcified, mildly tortuous, 90% stenosed lesion during advancement, resulting in the reported failure to advance and observed torn hypotube. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 90% stenosis. The 3.5x19 mm graftmaster covered stent failed to cross the lesion due to the tortuosity. Another graftmaster covered stent was used to treat the lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.